Manufacturer narrative:
Broken reservoir tube lip, cracked battery tube threads, scratched display window, cracked reservoir tube and missing end cap sticker noted during visual inspection. No button response due to flattened dome switch on up and down arrow buttons. No ramping numbers noted on the display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 264 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.